Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement associated with guide steering issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information reviewed and results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with guide steering issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3-4. The transseptal puncture was too superior which resulted in an aorta hugger. When manuevering the steerable guide catheter (sgc) it was thought that when attempting to torque the device posterior, the device would move in the opposite of the intended direction. The device was replaced and a new transseptal puncture was performed. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3-4. The transseptal puncture was too superior which resulted in an aorta hugger. When manuevering the steerable guide catheter (sgc) it was thought that when attempting to torque the device posterior, the device would move in the opposite of the intended direction. The device was replaced and a new transseptal puncture was performed. There were no patient consequences or clinically significant delay.